Event description:
The customer reported that vasoseal was used on 4/30/98 following a percutaneous transluminal coronary angioplasty procedure. The physician experienced difficulty while attempting to deploy vasoseal. The procedure was aborted and manual pressure was applied. A hematoma was noticed distal to puncture site. Aggressive manual pressure was applied and a ten lb. Sandbag. The hematoma continued to grow. The pt was taken to the or for exploratory surgery. Once site was opened, there was no coagulated blood. Manual pressure was applied to arteriotomy and it was sutured closed. Following the surgery the pt required a transfusion.